Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer had a blood glucose reading of 517 mg/dl. Customer treated with manual injection and stacked insulin. Customer disconnected from the insulin pump before going low. The current blood glucose reading is 243 mg/dl. Customer's blood glucose reading went down to 40 range. The blood glucose reading at the time of the event was 98 mg/dl. Customer had taken too much insulin which caused the low blood glucose reading. Nothing further reported.